Manufacturer narrative:
(B)(4). Word order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl 13.2, -7.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Excessive vault, leading to corneal decompensation, uncontrolled iop, narrowing of the angles, corneal edema and shallowing of the acd was observed. Pain and blurry vision was reported as additional symptoms. Additional surgical intervention ( ac washout, icl "repostioning", repeat yag pi) was performed. It was reported that iop lowering drops and pills were prescribed. The lens was explanted on (B)(6) 2018. The explant resolved the high vault and iop. Patient is doing better but does have pigment on endothelium. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2018. Excessive vault; corneal decompensation, uncontrolled iop, narrowing of the angles, corneal edema, inflammation, and shallowing of acd was observed. Pain and blurry vision were reported as additional symptoms. Additional surgical intervention (ac washout, icl repositioning, repeat yag pi) was performed. It was reported that iop lowering drops and pills were prescribed. The lens was explanted on (B)(6) 2018. The explant resolved the high vault and iop. Patient is doing better but does have pigment on endothelium. (B)(4).